Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had bacteremia. A revision procedure was performed and the rv lead was explanted. It was reported that during removal of the rv lead the patient experienced asystole, so a temporary pacemaker was used. A permanent pacemaker was implanted one week later. There were no additional adverse patient effects reported.